Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black spots were found on 33 stpcks q-syte wht 360deg w/o nut cap ns. The following information was provided by the initial reporter, translated from (B)(6) to english: "black spots were found on 33 products."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0094249. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed within the product. An exact source for the foreign matter could not be confirmed; however, it is possible that the black marks resulted from deterioration of the manufacturing equipment during the assembly and packaging process. See h.10.

Event description:
It was reported that black spots were found on 33 stpcks q-syte wht 360deg w/o nut cap ns. The following information was provided by the initial reporter, translated from japanese to english: "black spots were found on 33 products."